Event description:
Patient was brought to the or for a trigger finger release. The tourniquet regulator when set to 250 did not rise to the correct pressure on one side, only reaching 205-210 before alarming due to inability to reach the set pressure. When the tourniquet cuff was swapped to the other side, while also set at 250, the pressure did not stop rising and went up to at least 315 before being disconnected. No harm came to the patient, but we were required to use an esmark tourniquet rather than the regulator due to the malfunction. The regulator had worked correctly for two cases prior to this one.